Manufacturer narrative:
Additional information: a second single-use device was returned for evaluation. The device was returned in a ziplock bag along with a piece of tape attached to the sample with two hairs stuck to the surface of the tape. Both strands were tested using polarized light microscopy (plm) and scanning electron microscopy (sem). Both fibers were hair of a non-human origin. As the sample was not received in its original packaging, it cannot be determined whether the hairs were introduced before or after the packaging was opened. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
One actual sample was received for evaluation. The returned unit was labeled for single use. Visual inspection revealed dark particles inside the luer. Micro-fourier transform infrared (ftir) spectroscopy determined that the dark particles were degraded hydrocarbon. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that two rapidfill connectors had particulate matter. One device had a small dark particle inside the wall of the connector, and one device had a fibrous strand in the packaging. No patients were involved. No additional information is available.